Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer went to the emergency room due to having high blood glucose of 561 mg/dl. It was reported that customer's high blood glucose was due to customer not getting insulin due to site becoming loose and customer did not realize it. Three attempts were made to contact customer for further hospitalization information, but customer could not be reached.